Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheostomy tubes appeared to had a fault with the cuff not retaining air. It was reported that the patient had a sore neck due to the fault. The tracheostomy could have come out which would have meant the patient had no airway. The nurse changed the type of tracheostomy the patient had in.